Event description:
Via monitor that had been attached to an arterial line was disconnected and attached to the mid port of a central venous catheter line post-operatively; the proximal port (where the via should have been installed) was being used to deliver dextrose to the pt. The via monitor was indicating readings >600 mg/dl. Nurse on duty began treating from these values and gave substantial volume of insulin to reduce the glucose level. She continued this treatment for approx. 6 hrs. A blood sample was taken to the lab and indicated pt blood glucose level was 17 mg/dl the nurse making the report ( a different nurse that the one who had used the via product on the pt) indicated that the death was not a result of the mistreatment based upon the misapplication of the via monitor.